Event description:
It was reported that during elective replacement of ICD, decrease in sensing and increase in capture threshold was observed on the rv lead. Decision was made to explant and replace the lead. The patient was fine after the procedure.